Event description:
It was reported that the customer received multiple occlusion alarms during bolus and basal delivery. After receiving an alarm, the customer would resume insulin delivery. The customer's blood glucose levels stayed within the expected range. Tandem technical support was not able to troubleshoot the cause of the occlusion alarms as the customer was not currently receiving an alarm.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.